Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for fluid overload following an overheating of their cycler. There was an allegation this adverse event was due to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized for fluid overload on (B)(6) 2022. It was unknown whether a malfunction or deficiency of the patient¿s liberty select cycler was the root cause or contributor to fluid overload or if this adverse event was predicated on any potential comorbidities the patient may have. Additionally, it could not be confirmed if the patient¿s fluid overload was related to the overheating alarms he experienced prior to this hospitalization; however, it was affirmed the patient did not experience symptoms of fluid overload during a ccpd treatment on the liberty select cycler at home. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient recovered from this event and remains asymptomatic. It could not be confirmed whether the patient¿s fluid overload, and the associated hospitalization were related to pd therapy and/or a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home post-discharge without incident.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A temporal relationship does not exist between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse event of fluid overload as affirmed by a medical professional. It is well established peritoneal dialysis (pd) patients are at risk for fluid overload caused by, but not limited to, inappropriate prescription, noncompliance, loss of residual renal function, mechanical problems, and peritoneal membrane dysfunction. The cause of the patient¿s fluid overload cannot be determined as patient diagnosis(es), causality and product investigation results have not been provided. Though a temporal relationship was not established, the root cause and any contributing factors remain unknown. Therefore, the liberty select cycler cannot be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, though an allegation exists stating the patient¿s fluid overload was related to the performance of the liberty select cycler, there is no objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized for fluid overload following an overheating of their cycler. There was an allegation this adverse event was due to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized for fluid overload on (B)(6) 2022. It was unknown whether a malfunction or deficiency of the patient¿s liberty select cycler was the root cause or contributor to fluid overload or if this adverse event was predicated on any potential comorbidities the patient may have. Additionally, it could not be confirmed if the patient¿s fluid overload was related to the overheating alarms he experienced prior to this hospitalization; however, it was affirmed the patient did not experience symptoms of fluid overload during a ccpd treatment on the liberty select cycler at home. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient recovered from this event and remains asymptomatic. It could not be confirmed whether the patient¿s fluid overload, and the associated hospitalization were related to pd therapy and/or a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home post-discharge without incident.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.